Event description:
In the or a carlens tube was initially inserted and #9.0 et tube inserted when carlens removed. Anesthesia noted "very edematous - no recognizable structures. Throat and neck also very edematous". Patient received to sicu (5/19/94) hemostat in place on cuff balloon tubing which maintained cuff leak. Worse leak noted at 1145, 5/20/94.